Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for a longer lens. The problem was resolved and the patient is happy. Claim # (B)(4).

Manufacturer narrative:
B5 - the issue is no longer considered as resolved. Refractive surprise was reported for the exchanged lens (claim #(B)(4). Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+2.0/105 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens had low vaulting and lens rotation. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.